Event description:
Customer reports the advantage system produced results of 625 mg/dl and 650 mg/dl, which is outside meter reading range of 10-600 mg/dl. No high blood symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run last week and were out of range. Requested return of suspect device and replacement was sent.